Manufacturer narrative:
H3: the pump and catheter were returned with no significant anomalies. Continuation of d10: product ID 8596sc, lot# serial# (B)(6), implanted: (B)(6) 2013, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, lot# serial# (B)(6), implanted: (B)(6) 2013, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a catheter access port (cap) was performed and the healthcare provider was able to aspirate cerbrospinal fluid (csf), but when the dye was pushed into the catheter, it collected at midline pocket instead of the tip. A catheter revision was performed.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, serial#: (B)(6), implanted: (B)(6) 2013, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 19-jun-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving morphine drug, unknown (9.8 mg at 3.92277 mg/day), fentanyl (2000 mcg at 800.56463 mcg/day), and bupivacaine (24 mg at 9.60678 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was not feeling any relief from the pump. Additional information received from the healthcare provider via a clinical study indicated that a failed catheter dyes tudy (cds) occured due to a faulty catheter. A revision was required so tapering was started. A decrease in sc fentanyl by 100mcg and a decrease in bolus dosage from 70mcg to 35mcg a res well as the removal of 9 boluses for a total of 5 was made.